Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Patient received an implant on (B)(6) 2010 of a bifurcated device and two aortic extensions. A computed tomography scan revealed the right iliac artery had become ectatic causing a distal type I endoleak. On (B)(6) 2012, the patient was treated with a limb extension which corrected the endoleak.